Event description:
Late at night, this rn was in the patient's room to give prn ativan to a patient. Ativan initially drawn up into a 10cc syringe, in preparation to retract the needle, the hinge of the needle protector became limp and the needle was unable to be capped. Needle was unable to be removed safely from the syringe. No needle sticks occurred in this event. Needle/syringe is currently in a plastic urinal for inspection. To be given to manager in the morning.